Event description:
Customer reported that the sensor readings were lower than the blood glucose reading at night. The blood glucose reading was 116 mg/dl. When the blood glucose reading was 120 mg/dl, the sensor reading was 52 mg/dl. Customer had calibrated when the blood glucose reading was not stable. Customer was advised on proper calibration protocol. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.